Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 2 of 4 of pd treatment. The patient cancelled treatment and fluid was seen coming from the patient's catheter. There was fluid in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. There was no catheter leak. The origin of the leak was not determined. The patient let the cycler dry out and has been using it since. The cycler set is not available to return.